Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
Upon servicing of an electrode belt that was returned for an unrelated reason, a reportable malfunction was found. Electrode belt (B)(4) failed incoming functional testing.